Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the device did not fire. The green button was pressed but the handle was not squeezed. They opened another reload. There was no patient injury.